Event description:
Pt had initial port placed and later port was malfunctioning, blood return only when lying flat, when pt stands IV pumps beeps occlusion. Found tortuosity at the level of the venotomy site with hairpin turn of the catheter tubing. Pt has removal of port and new one inserted. This has hole in tubing segment.